Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was unformed at the first firing. Something felt wrong when the trigger was grasped. The device was used on the cystic artery. Bleeding occurred and the device clipped the tissue to stop bleeding. No transfusion was required and another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip was unformed at the first firing. Something felt wrong when the trigger was grasped. The device was used on the cystic artery. Bleeding occurred and the device clipped the tissue to stop bleeding. No transfusion was required and another device was used to complete the case. There were no adverse consequences to the patient. The patient¿s condition is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/1/2022. D4: batch # v95w94. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was returned without apparent damage. In addition, three malformed clips and one conforming clip were returned inside a plastic bag. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled, and it fed and formed four conforming clips as expected. The device fed and performed without any difficulties noted and no product defect was identified, the jaws were visually inspected and no anomalies were noted. In order to evaluate the condition of the internal components, the device was disassembled, and no anomalies could be observed. Although no conclusion could be reached on the cause the malformed clips of the reported event, the instructions for use do contain the following: "caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.